Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR reports 9680825-2016-00101 and 9680825-2016-00102). Orthofix (B)(4) checked the internal records related to the controls made on the strut code 50-10300 lot v1422503 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Orthofix (B)(4) checked the internal records related to the controls made on the strut code 50-10300 lot v1420238 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. The ring involved in this event is currently in use by patient. Unfortunately the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation (please also kindly refer to MFR reports 9680825-2016-00101 and 9680825-2016-00102). The technical evaluation of the two struts involved, received on november 10, 2016, is currently on going. The ring involved in this event is currently in use by patient and therefore not available for the technical evaluation. The technical evaluation will be performed as soon as the ring becomes available. Medical evaluation (please also kindly refer to MFR reports 9680825-2016-00101 and 9680825-2016-00102). The information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation will be available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2016-00101 and 9680825-2016-00102. Device currently in use by patient.

Event description:
The information initially provided by the local distributor indicates: devices code: 50-10300 (medium strut tl-hex - 114mm-184mm); lot number: v1422503 and v1420238 (MFR reports 9680825-2016-00101 and 9680825-2016-00102 respectively); quantity: 2; hospital name: (B)(6); surgeon name: dr. (B)(6); date of initial surgery: (B)(6) 2016; body part to which device was applied: tibia; surgery description: correction; patient's information: (B)(6), female, (B)(6); problem observed during: post-operative treatment; type of problem: device functional problem; event description: on (B)(6) 2016, the patient is due for follow-up check up with dr. (B)(6). The patient expresses that she got difficulty clicking on the struts, as it is stuck. After inspection, I found out that the struts are stuck and replaced another 2 medium struts (new). The complaint report form also indicates: the device failure had adverse effects on patient (loss of correction); the initial surgery was completed with used devices; the event led to a clinically relevant increase in the duration of the surgical procedure (the patient had missed the prescription of the tl-hex program for 2 days, due to difficulty in clicking); an additional surgery was not required; a medical intervention (outpatient clinic) was required (performed on (B)(6)2016); copies of the operative report are not available; copies of the x-ray images are not available; information on patient current health condition: not provided. Further information made available on november 2: date of the devices failure: "(B)(6) 2016"; copies of the x-ray images: "in (B)(6), we are not allowed to have x ray images of the patient, due to patient confidential issues"; tl hex software details: version / case ID / patient ID: "dr (B)(6) run the tl hex software by himself. Latest version"; copy of software prescription: "no info provided". Further information made available on november 4: information regarding type, codes and dimensions of the rings used in this application: "160 tl hex full ring"; bone treated: left or right tibia: "right tibia"; picture (or a drawing) of the frame. "We are not allowed to take any pictures of the frame from patient". "On (B)(6) 2016, I had encounter a set screw stripping from the tl hex ring (is the same patient), and had to adopt the troubleshooting technique" (please kindly refer to MFR report 9680825-2016-00103). Please also kindly refer to MFR report 9680825-2016-00101 and 9680825-2016-00102. (B)(4).

Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR reports 9680825-2016-00101 and 9680825-2016-00102). Orthofix (B)(4) checked the internal records related to the controls made on the strut code 50-10300 lot v1422503 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Orthofix (B)(4) checked the internal records related to the controls made on the strut code 50-10300 lot v1420238 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. The ring involved in this event is currently in use by patient. Unfortunately the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation (please also kindly refer to MFR reports 9680825-2016-00101 and 9680825-2016-00102). The two returned devices, received on november 10, 2016 were examined by orthofix (B)(4) quality engineering area. The devices were subjected to visual, dimensional and functional check as per orthofix (B)(4) specifications. The visual check did not evidence any anomalies, apart from presence of contamination (devices not perfectly cleaned). The dimensional and functional check evidenced that the devices are functioning properly. The threaded rod and the inner tube could slide correctly inside the outer tube. Also the adjustment knob of both struts is working properly. The results of the technical analysis evidenced that both the returned struts are still conforming to specifications and they could function as intended. The ring involved in this event is currently in use by patient and therefore not available for the technical evaluation. The technical evaluation will be performed as soon as the ring becomes available. Medical evaluation (please also kindly refer to MFR reports 9680825-2016-00101 and 9680825-2016-00102). The information made available on the event together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. "What we know at this stage is that the patient and the surgeon perceived that 2 struts of a tl-hex frame were 'stuck'; by this I assume that they could not be lengthened or shortened. The struts were replaced and correction continued. The timetable was 2 days behind the computer schedule. We are not told any more details about the patient or the treatment, and indeed are told that no more information will be available because of confidentiality issues (even with anonymity). We do know that the patient was a (B)(6) female having undefined correction to the right tibia. These two struts have been fully checked and are conforming to specifications. They are also functioning quite normally. Therefore the cause of this perceived problem must have been technical issues relating to the structure of the frame. I suppose that it is possible that they were contaminated with organic material which has been removed when the struts were cleaned and disinfected". Final comments (please also kindly refer to MFR reports 9680825-2016-00101 and 9680825-2016-00102) the results of the technical analysis evidenced that both the returned struts are still conforming to specifications and they could function as intended. The ring involved in this event is currently in use by patient and therefore not available for the technical evaluation. The technical evaluation will be performed as soon as the ring becomes available. The medical evaluation evidenced as follows: "what we know at this stage is that the patient and the surgeon perceived that 2 struts of a tl-hex frame were 'stuck'; by this I assume that they could not be lengthened or shortened. The struts were replaced and correction continued. The timetable was 2 days behind the computer schedule. We are not told any more details about the patient or the treatment, and indeed are told that no more information will be available because of confidentiality issues (even with anonymity). We do know that the patient was a (B)(6) female having undefined correction to the right tibia. These two struts have been fully checked and are conforming to specifications. They are also functioning quite normally. Therefore the cause of this perceived problem must have been technical issues relating to the structure of the frame. I suppose that it is possible that they were contaminated with organic material which has been removed when the struts were cleaned and disinfected". A complete medical evaluation of the case was not performed as some information about the medical procedure was not made available, i.e. Copies of the x-ray images. Based on the results of the technical investigation and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem that occurred is not device related. Orthofix (B)(4) historical records shows that no other notifications have been received in regards to these specific device lots. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2016-00101 and 9680825-2016-00102.

Event description:
The information initially provided by the local distributor indicates: - devices code: 50-10300 (medium strut tl-hex - 114 mm-184 mm); - lot number: v1422503 and v1420238 (MFR reports 9680825-2016-00101 and 9680825-2016-00102 respectively); - quantity: 2; - hospital name: (B)(6); - surgeon name: dr. (B)(6); - date of initial surgery: (B)(6) 2016; - body part to which device was applied: tibia; - surgery description: correction; - patient's information: (B)(6), female, (B)(6); - problem observed during: post-operative treatment; - type of problem: device functional problem; - event description: on (B)(6) 2016, the patient is due for follow-up check up with dr. (B)(6). The patient expresses that she got difficulty clicking on the struts, as it is stuck. After inspection, I found out that the struts are stuck and replaced another 2 medium struts (new). The complaint report form also indicates: - the device failure had adverse effects on patient (loss of correction); - the initial surgery was completed with used devices; - the event led to a clinically relevant increase in the duration of the surgical procedure (the patient had missed the prescription of the tl-hex program for 2 days, due to difficulty in clicking); - an additional surgery was not required; - a medical intervention (outpatient clinic) was required (performed on (B)(6) 2016); - copies of the operative report are not available; - copies of the x-ray images are not available; - information on patient current health condition: not provided. Further information made available on november 2: date of the devices failure: "(B)(6) 2016" copies of the x-ray images: "in (B)(6), we are not allowed to have x ray images of the patient, due to patient confidential issues" tl hex software details: version / case ID / patient ID: "dr (B)(6) run the tl hex software by himself. Latest version" copy of software prescription: "no info provided" further information made available on november 4: information regarding type, codes and dimensions of the rings used in this application: "160 tl hex full ring" . Bone treated: left or right tibia? "Right tibia". Picture (or a drawing) of the frame. "We are not allowed to take any pictures of the frame from patient". "On 2 nov 2016, I had encounter a set screw stripping from the tl hex ring (is the same patient), and had to adopt the troubleshooting technique" (please kindly refer to MFR report 9680825-2016-00103). Please also kindly refer to MFR report 9680825-2016-00101 and 9680825-2016-00102. (B)(4).